Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Noise was also noted which did not result in any oversensing. Testing was performed and noise and out of range impedance measurements could not be induced. No adverse patient effects were reported.